Manufacturer narrative:
Per the reporter the device is not available. The cannula is fitted with a plastic protector. When the nurse put the cannula onto the syringe they held the cannula by the protector and not the hub. The protector is only a push fit to the hub of the cannula so it did not fully screw onto the syringe. The investigation is ongoing.

Event description:
The distributor in the (B)(6) reported during the hydration of a cataract surgery tunnel incision, the blunt cannula detached from the tip of the 3ml syringe, pierced the capsule bag and hit the lower part of the retina. The cannula was securely attached to the syringe but when the drug was added in between, the cannula detached. The cannula was taken out of the eye. There was a hole on retinal and a slight bleeding inside the eye, which was operated with laser the next day. The patient has recovered.

Manufacturer narrative:
A corrective action investigation was opened, based on initial information either the cannula was not properly attached, or the doctor used too much force and the cannula became detached from the syringe. This is a small cannula (27 gauge) with a flattened tip. Therefore, if the media being injected is viscous, it will cause a back pressure in the syringe. Additional information received, reports that when the cannula was inserted into the syringe, it was attached by holding the protector and turning that. As the protector is not keyed to the hub, this did not get the cannula fully seated into the syringe. The corrective action investigation, found the cannula was not attached to the syringe properly by the user. The trend and risk analysis is considered acceptable, with the product performing within anticipated rates.